Event description:
Same case as MDR ID 2134265-2013-01148, MDR ID 2134265-2013-01152. It was reported that during an intravascular ultrasound (ivus) procedure the mdu was unable to pullback the imaging catheter. While using a galaxy 2 system, the physician was unable to perform an automatic pullback. It was noted that no patient was involved and no patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).